Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: a device history record (DHR) review was conducted: part: 357.133, lot: l015349, manufacturing site: hägendorf, release to warehouse date: 04. Aug. 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was conducted. Visual inspection: the returned device is deformed at the distal thread. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. Furthermore there are several mechanical damages visible on the entire surface, which can be allocate to normal wear and tear. Dimensional inspection: the relevant feature is deformed in a manner which prevents accurate measurement of the feature. Document/ specification review: review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation conclusion: our investigation has shown, that the reported complaint condition is confirmed due to the damaged thread flanks, thus confirming the complaint. Multiple factors could have lead to the damage, such as alignment issues and/ or excessive force application before the device was fully seated on the counterpart. As indicated in the manufacturing documents, the damaged thread was inspected to 100% before the part left manufacturing site. In any case this damage is clearly caused post manufacturing and is likely a result of improper handling during its use. Finally we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, a patient underwent a removal surgery of two (2) unknown adolescent lateral femoral nails (alfn). During removal of the first nail, an extraction screw thread was deformed. Thus, the removal of the second nail was difficult because the thread of extraction screw could not hook. Surgical procedure outcome and patient status are unknown. Concomitant devices: alfn nails (part: unknown, lot: unknown, quantity: 2). This report is for an extraction screw for ti femoral and tibial nails. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.